Event description:
Customer indicated that one specimen calcium result was 14.0 mg/dl for on the suspect instrument and that the calcium test was repeated on another instrument. The customer indicated that the result was 9.0 mg/dl on the second run and that the repeated results was provided to the physician for treatment decisions. The field service engineer readjusted the lamp and performed calibration.